Manufacturer narrative:
(B)(6). Implant date - unknown, (B)(6) 2008. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06698.

Event description:
It was reported that during the revision of bone screws implanted approximately nine (9) years previous, one screw stripped and one screw fractured upon removal. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision of bone screws implanted approximately nine (9) years previous, one screw stripped and one screw fractured upon attempted removal. Both screws remain in situ. Attempts have been made and additional information on the reported event is unavailable at this time. Unable to explant the screws due to one stripping and the other fracturing; screws remain in situ.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.